Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Camino intracranial pressure monitor has only a two hour battery life. The first indication of a low battery is a continuous screening alarm and the machine stops functioning. There is no battery meter or alarm to indicate the battery life is approaching a depleted state. The device takes up to 9 hours to recharge the battery and there is no indication that the battery is fully recharged. The problem was identified during pre implementation training in a separate facility. This issue was resolved on site at the reporting facility as an inservice held by an integra-ls neurospecialist. The reporting facility (B) (4) clinical educator confirmed satisfaction post inservice. No patient injury or delay in procedure occurred as a result of the reported event. The reported event is not unexpected as the products label describes battery time and visual and audible alarm functionality features. In addition, the nine hour charge time is within the required time period as described in the labeling.